Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's display had a thick line/drop in its sub-display, making the text not fully visible. The status of the generator is unknown. No patient complications have been reported as a result of this event.